Manufacturer narrative:
H.6. Investigation: customer returned one pen needle. The pen needle was not returned with a cap and as such could not be properly identified. The patient side of the needle was bent slightly at an angle starting at the distal tip of the hub. The non-patient side of the needle had been broken off at the proximal end of the hub¿s needle cannula. Based on the damage present, this damage may have occurred inadvertently while the user was preparing the pen needle for use. No DHR review can be carried out as lot number is unknown. The root cause of the needle bending and breaking appears to be inadvertent damage caused by the user during routine use.

Event description:
It was reported that the unspecified bd¿ pen needles non-patient end was difficult to detach and broke off. The following information was provided by the initial reporter: " needle(s) bent. Rear cannula end is broken. Rear cannula end is broken + gets stuck."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ pen needles non-patient end was difficult to detach and broke off. The following information was provided by the initial reporter: needle(s) bent, rear cannula end is broken, rear cannula end is broken + gets stuck.